Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced an adverse event. Patient reported that they felt the receiver vibrate when they were low and sat down to eat when they passed out outside. The patient was robbed and the police were informed. The paramedics were not called and the patient did not go to the hospital. Patient called into dexcom to receive help with setting their alerts, as they had set their receiver to vibrate only. There was no alleged device malfunction. No additional event or patient information is available. No product or data was returned for evaluation. The reported event could not be confirmed. A root cause could not be determined.